Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an operation, the absorbable clips were attached to the supporting clip applier. Before the clip was placed in the area where ligation was required, the clip was released automatically and could not be used. No patient injury.